Event description:
It was reported that the customer forgot to take the needle hub out and that the needle hub was broken so only part of it come out. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that there was no pain or bleeding at the location of the fracture. Advised customer to have an x-ray done to confirm if the needle was in the customer's body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.